Manufacturer narrative:
Reported event: an event regarding dislocation involving a crossfire acetabular liner was reported. The event was confirmed. Method & results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: clinician review of the provided records concluded "other than greater trochanteric bursitis and one dislocation, the right hip has been documented as doing well" device history review could not be performed because the device associated with this event was not returned nor was it properly identified. Complaint history review could not be performed because the device associated with this event was not returned nor was it properly identified. Conclusions: the root cause of the reported dislocation could not be determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device implanted.

Event description:
During the investigation for related event it was identified the patient experienced a dislocation on approximately (B)(6) 2007 which was successfully managed with a closed reduction.